Event description:
It was reported that the device was used during a hand assisted colon procedure, the device tore in half. Another device was opened to complete the case. There was no pt consequence.